Manufacturer narrative:
H3 other text : distributor.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. The evaluation has yet to occur so at this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device returned to the product investigation laboratory (pil) for evaluation and complaint was not duplicated. During evaluation, pil observed ventilator inoperative alarms in the error log. The etched disk was found to be partially clogged.